Event description:
A site representative reported their vertek arm does not lock properly. The articulating arm does not lock-up the lowest ball joint tight enough. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
RMA issued. Replacement vertek arm ii shipped to site 09/23/2014. Medtronic investigation finds that returned vertek arm is well worn. As reported, the starburst joint does not completely lock down when the handle is turned. Mechanical failure - malfunction / will not tighten - directly caused event.(B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.